Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they gave insulin, the insulin pump shut off and 2 hours later it came back on by itself. Customer¿s blood glucose level was unknown. The device will not be returned for analysis.